Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed "no disposable detected" when in use with the cassette. The nurse noticed that cassette's tubing has been flattened. No patient injury was reported.